Event description:
It was reported that revision surgery was performed due to two dislocations of the hip femoral head from the acetabular component. The revision surgery was performed two weeks subsequent to the original surgery. During the revision surgery, the surgery observed that the aceetabular liner was notproperly locked into the acetabular shell. The surgeon's attempt to lock a second replacement liner in the original acetabular shell was unsuccessful. A replacement aceetabular liner and shell were used to successfully complete the revision surgery.